Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-op diagnosis: intractable pain and severe degeneration, right sacroiliac joint and underwent the procedure: right sacroiliac arthrodesis, application of rhbmp-2/acs, application of titanium interference device, use of stealth computer assisted surgical navigation, application of on-q postop pain management system. Per op-notes: ".... The o-arm was taken out of the room, and the implant was filled with allograft rhbmp-2/ acs, the same mixture which had been used to the recess, and then the wound closed . ....at the close of the case, the patient had a right sacroiliac arthrodesis with allograft rhbmp-2 and a titanium interference device. No patient complications were reported." The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.